Event description:
It was reported that 339 days after a coronary drug eluting stenting treatment procedure, the pt had a myocardial infarction (mi). The index procedure treated a 72.5% stenosed in the distal left circumflex artery (dist cx) with predilation at 10atm and placement of a taxus express2 3.0x24mm drug eluting stent at 16 atm. Timi flow right after the procedure was 3 and the stenosis was reduced to 0%. Ivus was not performed. The pt was discharged without any problems 2 days later. At eight weeks study follow-up visit, it was found that the pt's ck level had elevated to 426 iu/I from the 6 week follow-up. The ck upper normal limit (unl) at the site was 180 iu/I. The pt was on lipitor less than 6 months before the initial procedure and it was resumed right after the initial procedure. The investigator attributed the ck elevation to the lipitor side effect and decided to discontinue it. Ck-mb and ECG were not performed. The ck level went down to 269 iu/I at the 9 month follow-up with no symptoms observed. This event was reported as a major adverse cardiac event because ck elevation was more than two times the site's unl, which was applicable to the definition of non q wave mi in the protocol. In the opinion of the physician the mi was unrelated to the taxus stent, or the study procedure, or the antiplatelets. Three hundred thirty nine days after the initial procedure, the ck level came up again to 804 iu/I. The pt was asymptomatic. Ck-mb, ECG and functional tests were not performed at that time. However, the event was reported as a non q wave mi per protocol mi definition. In the opinion of the physician it was unclear if the mi was related to the taxus stent, or the study procedure, or the antiplatelets. Thept had no symptoms in the re-examination one month later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.